Event description:
The customer stated that discrepant architect hiv ag/ab combo results were generated for a patient sample on (B)(6) 2022 and on (B)(6) 2022. Patient sid: (B)(6). Lithium heparin tube (plasma) sample: initial reactive 1.00 s/co, repeat reactive 1.03 and 1.00 s/co serum sample: nonreactive results 0.53 and 0.60 s/co. Both samples wee sent to a reference laboratory for testing. Serum sample architect hiv ag/ab combo: nonreactive results 0.34 s/co serum sample roche hiv method: reactive: 15.7 s/co plasma sample roche hiv method: reactive: 15.20 s/co (hiv antibody reactive, but hiv antigen non-reactive) rapid test with detect antibody principle: reactive. The customer is not sure which result is correct for the patient. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Reactive rate of historical and current architect hiv ag/ab combo assay performance are similar and no unusual reagent performance was identified. Based on all reviewed data, it was concluded that there is no deficiency with the architect hiv ag/ab combo reagent lot identified in this complaint.